Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4) and protocol (B)(4).

Event description:
The industrial sales customer reported an unusual curvature near the balloon inside the sealed package.